Event description:
A vns therapy consultant reported that their dell x50 handheld computer was not responding to the taps on the screen. A hard reset was performed but it did not resolve the issue. It got to the align screen and it just kept going around and around but would not go past that. The handheld was returned for analysis. Analysis completion is pending.

Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.